Event description:
Reportedly, during an ICD replacement due to normal battery depletion, a connection issue occured. The is-1 connector pin of the lead was inserted into the port and the sets screw was tightened; however, click sound was not confirmed and the screwdriver turned freely. The physician turned the screwdriver counterclockwise but the setscrew could not be unscrewed. He finally tilted the screwdriver while it was inserted inside the setscrew cavity and turned counterclockwise like making a big circle with some force. The is-1 connector pin was finally disconnected. Since the setscrew could be damaged, a new device was implanted instead. The subject ICD will be returned for analysis.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.